Manufacturer narrative:
It was reported that the patient experienced overflow incontinence, cystocele, rectocele and stress urinary incontinence. The patient underwent revision of mesh on (B)(6) 2012 by dr. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele repair, sacrospinous fixation of vaginal vault prolapse and vaginal repair of enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and am mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent anterior colporrhapy; removal of vaginal mesh and cystoscopy on (B)(6) 2012 by dr. (B)(6) due to vaginal pain, anterior vaginal wall mesh and cystocele.